Event description:
The patient had a bifurcated device and a proximal cuff implanted in early 2007 at medical center. In early 2009, she presented with hypertension and abdominal pain; the aneurysm sac had expanded 8mm, and the proximal cuff had slipped into the sac causing a proximal type I endoleak. The devices were explanted the same month, at which time a contained rupture was noted. A surgical tube graft was implanted and the patient was discharged with good results.

Manufacturer narrative:
Pathological evaluation of explanted devices finds no stent fracture or graft fatigue. A thick layer or mural thrombus is lining the stent grafts, but the lumen is patent. Review of lot records/work orders, prior reports. No issues were noted. Patient history is significant for clotting issues. Device had migrated and cuff slipped into sac. Although patient's pre-existing condition may have played a role in the event, no conclusion can be drawn. This is an unusual event.